Event description:
This is a report of a patient who was admitted to the hospital due to hemolysis following hemodialysis therapy using the phoenix machine, revaclear max dialyzer, and gambro cartridge blood lines. The patient was cannulized with a 15 gauge back-eye needle. The line was primed with normal saline. Approximately 3 minutes after treatment began, the circuit clotted. There was no alarm and no discoloration of the effluent noted at any time during therapy. It was not reported whether the blood in the circuit was returned. The patient was able to complete therapy, but reported experiencing diarrhea during and following treatment. Approximately eight hours later, the patient presented to the emergency room and was admitted to the hospital due to hemolysis. No additional information is available.